Event description:
The customer alleged the clinician turned the unit on, set setting, hooked up pt, unit stopped cycling, and did not initiate an alarm state. Facility also alleged loss of display and erroneous numbers on keyboard. The facility biomed tested the unit and could not duplicate the reported issue. He replaced the cpu as a precaution. The unit passed extended testing and remains in service to date with no further issues. It is not verified that the unit stopped cycling with no alarm state and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.